Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of ds2 modem not working. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed that the device has electrical damaged. The device was scrapped.